Manufacturer narrative:
Complaint was confirmed and duplicated. Alert 41 appeared in notifications after the device was powered on, restarting device did not clear alert. Engineering logs confirmed alert 38 and 41. The device was opened and a broken leadscrew was found. The broken leadscrew was determined to be the cause for both alerts.

Event description:
It was reported that the ilet displayed error 38 indicating consecutive stalled motor during a supply change, despite a restart, removal of supplies, and a rewind attempt. Symptoms included no reported clinical effects. Outcomes included no impact to health or hospitalization. Investigation included troubleshooting with device restart, supply removal, cartridge and tubing change, and an attempted rewind. Investigation of this case revealed a persistent motor stall error consistent with an insulin delivery mechanism malfunction affecting the pump motor and infusion set pathway. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.